Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). The device evaluation is not complete; it is ongoing at this time. Device evaluation in progress.

Event description:
Distributor reported on behalf of home care patient that approximately 1 day after tracheostomy tube placement, the cuff was found to be leaking. According to the reporter, the patient is connected to the ventilator only while sleeping. No incident related medical sequel was reported.

Manufacturer narrative:
The reported bivona tracheostomy tube was returned for investigation. Visual inspection was performed. Due to the nature of the complaint functional testing was performed on the device and the product cuff was inflated using 12ccs of air and leak tested. The cuff inflated as designed, however a leak test on the product revealed a slow leak emanating from the one-way valve. The complaint was confirmed but no root cause was found. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).